Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that infusion set was leaked. The customer's blood glucose value was 110 mg/dl. The customer was able to change infusion set. The customer could able to smell insulin and stated there was fluid in the reservoir compartment. Customer was unsure if the lip of the reservoir compartment was missing. Customer reported that cracks in the insulin pump. The customer received insulin flow block alarm. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.